Event description:
Customer reported chemotherapy leaked at connection of maxzero and phaseal while connected to a central line. The leak occurred at the 11th or 12th hour of a 24-hour infusion at 20 ml/hr. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.